Manufacturer narrative:
(B)(4).

Event description:
It was reported that in pulmonary medicine during dilation, the doctor was unable to remove the swg or dilator. The swg and dilator could not be separated so were removed together from the pt successfully. This resulted in the unraveling of the swg. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.